Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The customer's report of ECG fault 501 could not be duplicated or confirmed. Review of the log files showed no evidence of error 501 occurring. Error d17 (bridge test fails) was observed in the log and was able to be duplicated and attributed to a defective integrated circuit on the main board. The main board will be replaced to remedy the report. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" and a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.